Manufacturer narrative:
The device has not yet been returned for analysis.

Manufacturer narrative:
Product not available for return

Event description:
It was reported that at the user facility that the tip of the device cord overheated and melted. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that at the user facility that the tip of the device cord overheated and melted. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.